Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Continuation of d10: product ID: d-evprop2329us; product lot/serial number: (B)(6), product type: delivery catheter system (dcs). Product ID: l-evprop2329us; product lot/serial number (B)(6), product type: compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve (B)(6), electrocardiogram (ECG) showed first degree atrio-ventricular (av) block and prolonged qt. Medications were administered. No adverse patient effects were reported. Additional information was reported that an ECG was performed 41 days following the implant of the valve identified a new left bundle branch block (lbbb). No treatment was provided for the lbbb. No adverse patient effects were reported. Additional information was received that following the implant of the valve, magnesium and potassium were measured as being low and hypokalemia and hypomagnesemia were diagnosed. Potassium chloride and magnesium sulfate were administered as treatment. Hypokalemia and hypomagnesemia recovered the following day. Per the physician, the hypokalemia and hypomagnesemia were possibly related to the valve implant procedure and not related to the devices. One day following the implant of the valve, platelet counts were low and thrombocytopenia was diagnosed. No treatment was provided for thrombocytopenia. Per the physician, the thrombocytopenia was possibly related to the valve implant procedure and not related to the devices. No additional adverse patient effects were reported.